Manufacturer narrative:
Date received by MFR: 01sep2019. Report date: 03sep2019. The gas delivery system (gds) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that a defective u1 component on the air flow sensor board caused the air flow accuracy failure.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the unit's flow was set at 120 standard liters per minute (slpm) the unit measured 191 slpm. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.